Event description:
Philips received a complaint by the biomedical engineer (bme) customer on the v60 indicating that the device is getting error code 110b check vent: proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer replaced the flow sensor recently and now the unit is alarming with diagnostic code 110b - the proximal pressure is not measured, and pressure-related alarms are compromised. The rse provided troubleshooting steps: to verify pin alignment between solenoids and the da pcba; replace the proximal auto-zero solenoid (sol 3 and sol 4); replace the da pcba. The bme advised that the flow sensor assembly has only 8 hours of usage. The rse advised the customer that there is a possibility that they received a defective part. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.